Event description:
On (B)(6) 2009, pt reported connector problem with several infusion sets. Pt states she is using a competitor's infusion device. Pt states on (B)(6) 2009, the infusion set connector came apart while she was sleeping. Pt reports as soon as she noticed she changed the infusion set, and the infusion device and infusion set were working fine since this episode. Pt reports no blockages, occlusions, or physiological effects. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.